Event description:
The hospital staff attempted to used the device on battery power to monitor a pt's ECG. The device reportedly failed to turn on until it was connected to ac power. There were no adverse affects to the pt reported as a result of device use.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on battery power. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.